Event description:
Reporter indicated that the patient developed vocal cord paralysis one day after initial vns implant surgery as a result of "the blood supply the supplies the left vocal cords being cut off for the length of the surgery, and probably due to clamps used". The patient had collagen injections to her vocal cords that have helped improve her voice significantly. The patients' device has been turned on and remains on vns therapy.

Manufacturer narrative:
Adverse event related to vns therapy implant surgery.